Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had acne on his back and developed an itchy skin irritation under the therapy electrodes of the lifevest. The patient reported that he has a history of skin sensitivity, irritation, and allergies. The patient had surgery due to an ingrown hair that got infected. The patient temporarily removed the lifevest as a result of the skin condition. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient applied (B)(6) powder to the affected skin irritation, and it helped the skin to improve.